Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 12 atm upon third dilatation for 60 seconds. The device was simply and completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient's condition is good.